Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had their left ins revised to have it placed in a deeper pocket, since it was protruding since the initial implant and bothered them more and more over time. Pt states when they got home after the revision, they were attempting to connect with patient programmer (pp) and saw por. Patient reported the power on reset (por) code. Therapy had turned off and reset to shipping parameters. Patient reported over the phone that they was getting poor communication as well. There was a bandage over the area from the revision. It was reviewed that it might be due to bandages from revision. Patient was implanted for bowel dysfunctional / sacral nerv stimulation and gastrointestinal / pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-feb-09. The patient stated that there was not any power for the stimulator, even with a new battery after the procedure. It was reset and now working on both sides. The patient said that there was pain on the left side and it was protruding more on the left than the right. The patient could not sleep or lean against anything on the left because there was a lot of pressure. Once it was inserted deeper the patient was pain free and much more comfortable. After being reset it was working well. The patient discussed going to another program with the manufacture representative and the patient is happy with their implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.